Event description:
Surgeon mentioned to allergan sales rep that he and colleague "have seen 9 - 10 aps small slips over a two year period." Investigation is in progress to obtain the details of these alleged band slippages. No add'l info is available at this time. Follow-up is in progress. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date, explant or revision date, implant surgeon, explant or revision surgeon, and pt data. The info has not yet been received by allergan. Based upon the model style provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."